Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator alarms circuit disconnect and extended high ppeak. The circuit was checked and so was the expiratory corner. This did not resolve the reported issue. It was suggested to calibrate the inspiratory and expiratory transducers and to check the a/d counts to see if they had drifted out of range. There was no patient involvement at the time of the reported event.